Event description:
Narrative from staff: successful placement of 20g piv to lfa (left femoral artery), unable to retract needle with button on handle of catheter. Unable to advance the catheter off the needle. It felt "stuck". Then tried sliding needle out of catheter but was "catching" or "sticking" inside the catheter, meaning I was able to slide the needle intermittently back out of catheter because it seemed to keep catching inside the catheter. (The needle was only able to be retracted less than halfway, so then tried to slide needle back up the catheter and advance the catheter (and save the cannulated vein) but the needle punctured through the wall of a section of catheter that was not advanced and outside of the flesh. The entire device had to be removed from the patient and a second insertion completed. Upon visual inspection, the needle appears in a slanted or crooked orientation inside the safety device. The needle itself does not appear bent).